Event description:
The physician administered more than the nominal pressure of 8 atm to the pta5 when angioplasting the iliofemoral vein inside the existing self expanding stent. The physician stated that he was unsure of how much more atmosphere he administered, but the balloon burst. The physician tried to pull the burst balloon out of the 9f sheath but experienced a great deal of resistance. The physician advised that he knows he should not have persisted, however, he did persist in pulling and the balloon separated into two pieces and the wire also started to uncoil. The physician was able to put in a 16f sheath and snared both balloon pieces and wire. No part of the device remained inside the pt (after the 2 pieces were retrieved using an amplatz snare through a 16f sheath). The pt did not require any add'l procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4) - balloon ruptures are labeled in the IFU. No product was returned to assist in this investigation. Per (B)(6) risk specification, balloon burst, compliance and fatigue verification testing performed. Rbp of 11 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. Without the complaint device, we cannot make a definite root cause analysis. The rated burst pressure of the device is 12 atm. Lesion morphology and/or over-inflation may contribute to balloon rupture. The IFU cautions against over inflation. Once the balloon burst it would have been very difficult to withdraw the burst balloon out easily without separation. Here again the IFU does warn that if resistance is felt during withdrawal, remove the catheter and sheath as a unit. Lesion morphology may have contributed to the separation. This complaint was most likely the result of user technique. We will continue to monitor for similar complaints. There is insufficient risk to take action per qera.